Manufacturer narrative:
An evaluation was performed for the customer reported issue of "pump over feeds". The device from this complaint was returned and evaluated. The reported issue was confirmed and corrected by replacing a damaged sensor. A definitive root cause for the damaged sensor could not be determined at this time. As part of continuous improvements, a corrective action has previously been opened to address the reported issue as a trend has been identified. These actions are designed to prevent the re-occurrence of the reported defective condition. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the pump over feeds. No additional information could be provided.